Manufacturer narrative:
No further information concerning this report is available. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted and removed from service due to an unknown reason. The lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received additional information that reported the ra lead had dislodged during a non-related cardiac procedure. The lead was explanted and replaced as result.